Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4 lot number.

Event description:
No further event information available at the time of this report.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (expiration date, UDI #), g3, g6, h2, h3, h4, h6, h11 the reported event could not be confirmed. No product was returned or pictures provided, therefore visual evaluation could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during unpacking of the loan set for this case, it was noted that the outer plastic wrapping on the tray was missing and the box felt unusually light. The packaging appeared to have been previously opened. Upon inspection, the implant was found to be completely unsterile, with no sterile packaging present. The issue was identified prior to use.